Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads with the same lot number. The patient reported he experienced a change in stimulation about a month ago. Per the physician, x-rays revealed the leads had migrated. The patient stated he may have lifted heavy objects and exerted pressure while climbing and pulling himself up the stairs. Subsequently, the patient's leads were repositioned on (B)(6) 2014 which resolved the issue.